Event description:
It was reported that the ilet user experienced high blood glucose following a typical breakfast, and review of the event indicated an incorrect meal size announcement, representing an improper or incorrect procedure associated with the user interface component. Symptoms included hyperglycemia peaking at 239 mg/dl with dizziness and a sensation consistent with muscle weakness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.